Event description:
Customer reported high blood glucose after changing her infusion set. She also reported multiple air bubbles in the tubing of her insulin pump. The customer's blood glucose was 275 mg/dl. She gave herself a manual injection of humalog. Troubleshooting did not find any issues with the drive support cap. The customer also stated insulin did exit during a manual prime. Customer also reported a bent cannula. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window. No air bubble anomaly was noted during testing.